Manufacturer narrative:
This event has already been reported as regulatory report# 1045254-2024-01921. Later additional information received as this is different event and not same event as reported together with regulatory report# 1045254-2024-01920;1045254-2024-01922. B3: event date has been updated. G3: correct aware date of this event is 12-sep-2024. H3: product analysis found customer complaint confirmed, the motor starts briefly with a whistle and then stops, the ipc console shows error 15. The cable connector was bent, the cable connector was difficult to contact with the ipc. The cable was visible damaged from the outside and a cut in the cable and the overall shielding is visible. Incoming hi-pot test failed. The shaft key was damaged. The seals, bearings and o-rings were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the m5 handpiece was working with noise and vibration, sometimes jams. There was no patient impact. Additional information received that they used another handpiece for the procedure.